Event description:
It was reported that a healthcare professional (hcp) was moving the implantable pulse generator (ipg) pocket from the back of a patient to the front. It was reported that the caller saw ¿xxx¿ for all electrode impedances. It was stated that to ensuring shared electrodes were not the problem by deleting all but one of the groups did not resolve the issue. It was reported that retesting the lead and extension and reinserting it into the ins resolved the problem. Additional information received reported that the ipg was moved from the buttocks to the right abdomen because the original site was painful for the patient. It was noted that the issue started for the patient about 2 weeks ago. Additional information received reported that the patient was recovering and happy the ipg was moved. It was noted that there were no devices available for return.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).